Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5072727) on 24-oct-2017 this spontaneous case was reported by a consumer and describes the occurrence of uterine inflammation ("inflammation of uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years after insertion of essure, the patient experienced uterine inflammation (seriousness criteria hospitalization, disability and intervention required) with cervix inflammation and dyspareunia, menometrorrhagia ("irregular heavy periods") and fatigue ("fatigue"). Essure was removed on (B)(6) 2017. At the time of the report, the uterine inflammation, menometrorrhagia and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, menometrorrhagia and uterine inflammation with essure. The reporter commented: an intervention (explant on (B)(6) 2017), hospitalization, disability and permanent damage was mentioned but not specified and/or assigned to one of the events. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.